Event description:
In 2006, the physician successfully closed an anteriotomy site with the following starclose device to achieve hemostasis in an unk procedure. Six days later, the pt complained of leg pain. An ultrasound revealed stenosis. A contrast MRI revealed that the vessel was "like an hr glass". A surgical cut-down was performed. The pt outcome is unk.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in the case.